Event description:
It was reported that the patient had been hospitalized due to a seizure. The patient's blood glucose rose to 14 mmol/l (252 mg/dl). The patient reported an adhesive issue while wearing the pod for 72 hours or longer. The patient was monitored at the hospital. No further treatment was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and seizure. No lot release records were reviewed, as the product lot number was not provided.